Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, missing serial number label, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump has a crack in case. The insulin pump is being replaced and is expected to return for analysis.